Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. A review of the electronic lot history record (elhr) and similar complaint query was not performed because the part/lot numbers were not reported. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. Additionally, the separated portion of the guide wire was removed from the anatomy via snare. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the command guide wire was advanced over the iliac bifurcation and down to the iliac artery. A balloon catheter was advanced over the guide wire and used for dilatation. During removal of the command, it was noted the guide wire had separated. The separated portion was able to be snared and removed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.